Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose was 130 mg/dl. Reportedly, the customer continued to use the same cartridge and insulin therapy resumed.